Manufacturer narrative:
(B)(4). The handpiece was visually inspected at an international service center. The handpiece's housing was cracked. The handpiece has not been received for analysis.

Manufacturer narrative:
(B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that prior to an unknown procedure, the customer called the service call center because the device didn't work. The hand piece has the housing cracked. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.